Manufacturer narrative:
Re-training of the technicians occurred on (B)(4) 2013 and (B)(4) 2013. Initial training was provided on january 16, 2013. In an instance where the results of an examination using the lenstar ls900 are not plausible, an additional alternate method of measurement must be utilized for verification of initial findings. Haag-streit clinical applications specialist review of the examination data found that an invalid scan occurred that should have been verified by ultrasound. The pts refractive error was very similar between eyes white the axial length was not. The software will flag any different greater than .3 mm indicating with a warning and question if the operator wants to ignore the warning and proceed anyway. During user training sessions, instruction is given for allowable standard deviation. During pt examination, the mathematical correlation relating to k value, axial length and refractive error, which are rules of symmetry, were ignored. Unit was verified/checked and found acceptable before incident occurred.

Event description:
Pt eyes were measured with a haag-streit lenstar ls900 during post-operative examination. Results indicate a 1.5 mm longer measurement (4 diopter myopic error) than what was found during the pre-operative examination. (B)(4).